Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced an erosion of the mesh. The patient underwent a laparoscopic hysterectomy on (B)(6) 2012, with increased incontinence, and was reoperated on (B)(6) 2013. The patient is currently fine.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.